Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the preparation of procedure, barbs were found on the guidewire when exited the guidewire through the resistance encountered by introducing the needle. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a guidewire placed over a white sheet. A small portion of the core wire is noted to protruding at the distal portion near the j-tip. Therefore, the investigation is confirmed for the reported material integrity and the identified material unraveled issues. However, the investigation is inconclusive for the reported physical resistance as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the preparation of procedure, barbs were found on the guidewire when exited the guidewire through the resistance encountered by introducing the needle. There was no patient contact.